Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the new package may have caused some operators difficulties in opening the package. Improvements have been made to the package to eliminate any difficulty in opening.

Event description:
While opening the bone cement, the sterile package was contaminated by the or staff. There was no adverse consequence for the pt or delay in surgery or anesthesia time.